Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and obesity. Concomitant products included glimepiride, liraglutide (victoza), metformin and pioglitazone hydrochloride (actos). In 2009, the patient experienced abdominal pain ("abdominal pain and severe cramping"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe lower back pain"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraine headaches."), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, alopecia, abdominal pain, dyspareunia, headache and abdominal pain lower had resolved, the genital haemorrhage, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown and the migraine and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Mammogram - on (B)(6) 2012: result: there are scattered fibro glandular densities.. Pregnancy test - on (B)(6) 2009: result: negative.. Salpingogram - on (B)(6) 2009: result: no contrast is seen within the fallopian tubes consistent. With occlusion about the interstitial portions of each fallopian tube.. Most recent follow-up information incorporated above includes: on 19-mar-2019: pfs received with her demographic details were updated. Essure lot number added. Reporter added. Treatment and concomitant medications were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure (batch no. 646520) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes and obesity. Concomitant products included glimepiride, liraglutide (victoza), metformin and pioglitazone hydrochloride (actos). In 2009, the patient experienced abdominal pain ("abdominal pain and severe cramping"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced feeling abnormal ("brain fog"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe lower back pain"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraine headaches."), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches") and abdominal pain lower ("lower abdominal pain"). The patient was treated with diphenhydramine hydrochloride, medroxyprogesterone acetate (depo-provera) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, alopecia, abdominal pain, dyspareunia, headache and abdominal pain lower had resolved, the genital haemorrhage, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown and the migraine and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Mammogram - on (B)(6) 2012: result: there are scattered fibro glandular densities.. Pregnancy test - on (B)(6) 2009: result: negative.. Salpingogram - on (B)(6) 2009: result: no contrast is seen within the fallopian tubes consistent. With occlusion about the interstitial portions of each fallopian tube.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes. In 2009, the patient experienced abdominal pain ("abdominal pain and severe cramping"). On (B)(6)2009, the patient had essure inserted. In december 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe lower back pain"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles"), migraine ("migraine headaches."), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), headache ("headaches"), feeling abnormal ("brain fog") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, back pain, alopecia, abdominal pain, dyspareunia, headache and abdominal pain lower had resolved, the genital haemorrhage, menstruation irregular, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown and the migraine and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in november 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, brain fog and lower abdominal pain. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, 72 days before insertion of essure, the patient experienced abdominal pain ("abdominal pain and severe cramping"). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe lower back pain"), alopecia ("hair loss"), menstruation irregular ("irregular menstrual cycles") and migraine ("migraine headaches."). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, alopecia, abdominal pain, menstruation irregular and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, genital haemorrhage, menstruation irregular, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.